Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Reportedly, device was placed as a preventive measure as there was not enough overlap noticed between the devices reported due to size and length of the aorta. No conclusions could be drawn.

Event description:
It was reported that approximately 6 months post-implant of a bifurcated device, two suprarenal aortic extensions and one infrarenal extension, a follow-up computed tomography scan revealed a distal type I endoleak of the limb extension (refer to MDR # 2031527-2013-00176) in the right common iliac artery. Reportedly, a follow-up computed tomography scan (approximately 5 days post-index procedure), physician identified that there was not enough overlap between the suprarenal aortic extension and the bifurcated device due to the size and length of the aorta which was originally treated with an infrarenal aortic extension and an additional suprarenal aortic extension. Approximately 6 months later a computed tomography scan revealed a distal type I endoleak of a limb extension in the right common iliac artery. The patient was treated with an additional limb extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Event description:
It was reported that approximately 6 months post-implant of a bifurcated device, two suprarenal aortic extensions and one infrarenal extension, a follow-up computed tomography scan revealed a distal type I endoleak (refer to MDR number 2031527-2013-00176) of the limb extension in the right common iliac artery. Reportedly, a follow-up computed tomography scan (approximately 5 days post-index procedure), physician identified that there was not enough overlap between the suprarenal aortic extension and the bifurcated device due to the size and length of the aorta which was originally treated with an infrarenal aortic extension and an additional suprarenal aortic extension. Approximately 6 months later a computed tomography scan revealed a distal type I endoleak of a limb extension in the right common iliac artery. The pt was treated with an additional limb extension, which successfully corrected the endoleak. The pt tolerated the procedure well.